Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Device report received from (B)(6) hospital in (B)(6) indicates a patient with a supramalleolar fracture was treated with a distal femoral nail on (B)(6) 2011. Patient began half weight bearing on (B)(6) 2011 and full weight bearing on (B)(6) 2011. Patient felt pain on (B)(6) 2011 and breakage was noted on (B)(6) 2011. Patient was returned to the operating room for revision on (B)(6) 2011.